Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that a patient underwent an initial shoulder procedure approximately 3 years ago. Subsequently, the patient was revised due to dislocation about a month later which is been covered under another complaint. However the patient had a second dislocation of the liner and was revised again about a month after the first. During the procedure it was noted that the glenosphere had disassociated from the baseplate.

Manufacturer narrative:
(B)(4). D11 - medical product: catalog #: 00434906506, retentive poly liner, lot # 63295422. Catalog #: 00434901500, base plate 15 mm post length uncemented, lot # 63755874. Reported event was considered confirmed from the medical records and x-rays which found the glenosphere to be dislodged. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-02989.

Event description:
It has been reported that patient was revised due to dislocation for the second time.

Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: unknown, unknown glenoid, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-01217.

Event description:
It was reported that a patient underwent an initial shoulder procedure on unknown date. Subsequently, the patient was revised due to dislocation on unknown date. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Updated: b4, b5, d4 (item, lot, exp date), g4, h1, h2, h4, and h10 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant medical products: 00434906506 retentive poly liner plus (+) 6 mm offset 36 mm diameter 65 degree neck angle lot # 63295422. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.